Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins). It was reported that the patient could not get t he pain stimulator to charge. The patient stated he had wasted hours trying to get it to charge and it would not charge. No patient complication was associated with the event. Additional information was received from the consumer. It was reported that the patient first started experiencing the recharging issue when they went to recharge the unit for the first time. The patient was able to recharge the unit after playing with it for two hours the next day. The ability to find the right spot was horrible. The unit continued giving the patient a very hard time to find the right spot. There was no change in anything other than maybe the moon shifted in the sky that led to the inability to charge the device. The step taken to resolve the inability to charge the device was that the patient kept playing with the unit to find the right spot; it was very frustrating at times. No further complications were reported or anticipated. Additional information received from the consumer reported that he was having trouble with the recharger since implant and had met with a manufacturer representative a few times. The patient stated he was having trouble charging since implant and the recharger worked intermittently. The patient was getting disgusted with the recharger as he was not filling up the eight boxes while charging. The patient tried three different times over the weekend and the same thing the week before. The patient mentioned that the implant recharger was just not working. The indication for use was spinal pain. Additional information was received from the patient. It was reported that they tried charging and instantly got 8 coupling boxes; however, it was noted that coupling was intermittent, so a new antenna was sent to the patient. No further complications were reported. Additional information received from the patient. It was reported that the patient was still not getting any coupling boxes on his recharger. The patient got a new antenna, and it did not resolve the issue. The patient was walked through antenna placement, adjusting the dial, and the antenna locate feature, but none of these troubleshooting steps resolved the issue. The patient noted that he had not had any weight changes or loss. It was also noted that the patient had gone into another room in cause of electromagnetic interference. The recharger was erratic and sometimes it would work and sometimes it would not. The patient noted that he spoke to a manufacturer representative (rep) about this issue sometime in (B)(6) 2017, and another rep about a month prior to (B)(6) 2017 the patient thought on a (B)(6). It was noted that the patient had already spoke to his managing doctor regarding the coupling issue the patient was experiencing. Additional information was received from the patient. It was reported that the patient received a new antenna and recharger, but he was still having trouble charging his implant. It was noted that the patient never used the belt, he always held the antenna over the implant. The patient was not getting coupling bars. It was not the recharger or antenna, so the patient was not sure what the problem was. The antenna was repositioned over the ins during the call with the manufacturer on (B)(6) 2017. The antenna dial was also turned through all four positions. The patient was assisted with using the recharger and after several minutes, the patient was able to get six coupling bars. The patient noted that charging had become more difficult as time went on. Troubleshooting resolved the reported issue and the patient was able to get six to eight bars with the belt. It was confirmed that the recharger was at 100% charge, the ins was at 25% charge, and the patient was using the belt. Additional information was received from the patient. The patient indicated that regarding the recharging difficulties, what seemed to have happened was that his ins had shifted a bit and the patient learned to use the belt which was a better way to go. The patient stated that he got that fixed. The patient wanted to know how to determine when the recharger was fully charged, and how to disable/enable audio on the recharger.